Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead and pacemaker. Technical services (ts) reviewed the data and found the impedance measurement was greater than 3000 ohms and had triggered a lead safety switch which changed the polarity to unipolar. Ts also noted varying pacing impedance measurements which may indicate slight movement of the lead in the device header. A signal artifact monitor event due to noise from four months earlier was also observed which appeared consistent with minute ventilation sensor oversensing. Ts discussed programming suggestions. The pacemaker and rv lead remain in service and no adverse patient effects were reported.